Manufacturer narrative:
The remote service engineer (rse) spoke to the customer and determined there was a speaker malfunction inop and no sound coming from the monitor. The cause of the reported problem was the speaker. The rse provided the part ID for a replacement speaker assembly (453564406631). We are unable to confirm the final disposition of the device because the customer did not call back for further assistance. The customer is taking responsibility to correct/repair the device.

Event description:
It was reported that a speaker malfunction inop was displayed and there was no sound coming from the device. The device was in use at time of event, there was no adverse event reported.